Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
The user alleged 5 patient samples had erratic recovery for total protein (tp) and albumin (alb). The user stated all other tests running fine. Results for 3 patient samples were provided which were discrepant for tp and or alb. Sample 1, initial tp gave 0.0; repeat gave 7.0 g/dl. Sample 2, female, (B) (6), initial tp gave 2.0 g/dl. This result was reported outside the laboratory. The doctor questioned the result and requested the sample be repeated. Repeat tp gave 7.6 g/dl. User said the patient was not treated based on the initial result reported. Sample 3, female, (B) (6), initial albumin gave - 0.2; repeat gave 4.1 g/dl. Erroneous results were reported outside of the laboratory for sample 2 only. The patients were not adversely affected. Tp reagent lot number - 61868401. Alb reagent lot number - 61870001 the field service representative determined specimen preparation by customer, likely a clot, caused the discrepant results. In addition he noted a sample clot instrument alarm was generated for the specimen in questioned. He verified fluidics and mechanical alignments were good with no change. Upon his arrival, customer had performed a probe wash for the sample clot error and ran controls which recovered within range. Customer successfully ran calibration and controls. He ran a precision study to verify analyzer was performing within specification. No further problems have been reported.